Event description:
It was reported that a malfunction occurred on a pump, specifically with malfunction code 16-0x20e6, but no notable events took place before the issue. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.